Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the fungal peritonitis event. The cause of the fungal peritonitis was unknown. Treatment for the fungal peritonitis event was not reported. After thirty-six days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. The patient was recovering from the fungal peritonitis. No additional information is available.